Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a set screw anomaly was confirmed during analysis. The cause of the anomaly was found to be due to silicone, septum material found inside of the v-ring set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that during an rv lead replacement, the rv lead could not be secured into the header due to stripped set screw and cavity. The device was explanted and replaced.